Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pace impedances and loss of capture. The impedances were greater than 3000 ohms. The same observations were observed on the right ventricular (rv) lead. At this time, both leads were surgically abandoned and replaced. An x-ray was performed on the leads and there was no obvious damage or movement to the leads. However, a clavicular crush was suspected. The leads were tested via a pacing system analyzer during the revision and the observations were confirmed. No additional adverse patient effects were reported.